Event description:
It was reported that the patient hit their left arm two days prior to report. It was noted that it may have been hit in the lead area as the lead was placed in the left arm. The patient felt uncomfortable tingles and shocking in the left arm, hand, and fingers which was also the location of parasthesia. The patient reported a ¿sharp throbbing sensation¿ that began after the left arm was hit. It was sensitive and could not stand to touch it. It was noted that with simulation off the pain and tingles go away. There were no falls reported. Additional information received reported that the last time the patient was seen was in 2011. It was noted that healthcare professional (hcp) had not heard from the patient and had not seen the patient for the issue. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had not had another event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a shocking and jolting sensation. The manufacture representative checked the implantable neurostimulator (ins) with a clinician programmer and there was a power on reset (por) message. It was noted that the manufacture representative needed to "reset the time." &#55328;t was further noted that all the settings were still there. It was also reported that there was no error code. It was noted that the patient did not know there was a por because they never used the remote patient programmer to check. Impedances were reportedly checked and noted as normal. It was further reported that the patient was cutting grass around 5:30 or 6:00p.m. On (B)(6) 2013 when they felt a shock from the generator in the left chest down his arm to his index finger. It was noted that there was a visible burn mark on the bottom of the patient's index finger on the palm side. It was further reported that the system had been functioning normally since this incident. It was noted that there were no power lines or known emi nearby. It was also noted that the ins was implanted in the upper left chest and the lead was implanted at the left ulnar nerve. When the event happened, it was noted that the battery was three quarters full and then rapidly depleted. The patient reportedly used the recharger to check and it was at "/4 full." It was unclear what "/4 meant.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n206133, implanted: (B)(6) 2011, product type: adapter. Product ID: 3987, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).